Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) display had vertical lines on the right side. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced lcd screen and corrected failure. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed top display assembly was returned for evaluation. The top display assembly was observed per the cardiosave service manual with visual damage. The national repair center could not install the top display assembly into the cardiosave test fixture serial and test the display assembly to factory specifications per procedure and the cardiosave service manual. Display was physically damaged. Damaged display frame assembly. Display assembly will be held in the nrc for as per procedure.